Manufacturer narrative:
"Complaint summary: care partner reported that they were not receiving sms notifications. Investigation/testing summary: attempts were made to reproduce the reported event using carelink 14.9 and customer's mobile devices. Issue was confirmed to be occurring to customer's mobile device as no test sms were received by customer. Based on information gathered from carelink logs, and sms vendor logs all sms notifications were being sent to customer's mobile provider. According to customer's mobile provider all sms were being sent to customer's mobile device as well. Helpline reported that they attempted standard mobile device troubleshooting steps but it did not correct the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_l, version pch00098303. (Most likely) root cause: based on information gathered from carelink logs, sms vendor logs and customer's description it is most likely that issues lays somewhere in workflow after the sms vendor. Perhaps customer's mobile provider or even their mobile phone configuration. Analysis summary: after extensive investigation into internal carelink notification and sms handling, meetings and complaints with sms vendor the issue seems to have resolved on it's own according to customer. As no alterations were made to internal or external carelink sms notifications process. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the care partner stopped receiving sms notifications. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the carelink. The device will not be returned for analysis.